Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) cartridge via reusable humapen luxura hd, subcutaneously, for the treatment of diabetes mellitus, beginning sometime in 2015. Information regarding therapy dosage regimen and frequency was not provided. On an unknown date while on insulin lispro treatment, his humapen luxura hd was broken and he did not receive medication, that its cap that cover the cartridge place of application pen was broken and was not fitting properly (pc (B)(4); lot 1508g05) and his blood glucose elevated to 500 for which he had been the hospital since (B)(6) 2020. As of (B)(6) 2020, his blood glucose was in normal range as he was receiving the insulin by hospital resources on reporting time. The cartridges were also frost for last three to four days and they were broken so they were thrown into trash. Information regarding any corrective treatment was not provided. He had recovered from the blood glucose event while did not provide outcome for remaining event. Insulin lispro treatment was continued. The operator of the humapen luxura hd device and his/her training status was not provided. The humapen luxura hd model device duration of use and suspect humapen luxura hd device duration of use was approximately three years. The humapen luxura hd was retained for evaluation and its return was expected. The reporting consumer did not provide any relatedness for the events with insulin lispro treatment while related them with humapen luxura hd device. Update 24-dec-2020: multiple information received on 23-dec-2020 were combined and processed together. Edit 28dec2020: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Edit 06jan2021: added UDI number (B)(4) on the suspect device tab.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 25jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen luxura hd device had malfunctioned for a month, and he did not receive medication. He reported "its cap that cover the cartridge place of application pen was broken and was not fitting properly." He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number: 1508g05, manufactured august 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the device batch did not identify any atypical findings with regard to device broken issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use states if any of the parts of your humapen luxura hd appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) cartridge via reusable humapen luxura hd, subcutaneously, for the treatment of diabetes mellitus, beginning sometime in 2015. Information regarding therapy dosage regimen and frequency was not provided. On an unknown date while on insulin lispro treatment, his humapen luxura hd was broken and he did not receive medication, that its cap that cover the cartridge place of application pen was broken and was not fitting properly (B)(4); lot: 1508g05) and his blood glucose elevated to 500 for which he had been the hospital since on (B)(6) 2020. As of on (B)(6) 2020, his blood glucose was in normal range as he was receiving the insulin by hospital resources on reporting time. The cartridges were also frost for last three to four days and they were broken so they were thrown into trash. Information regarding any corrective treatment was not provided. He had recovered from the blood glucose event while did not provide outcome for remaining event. Insulin lispro treatment was continued. The operator of the humapen luxura hd device and his/her training status was not provided. The humapen luxura hd model device duration of use and suspect humapen luxura hd device duration of use was approximately three years. The humapen luxura hd, which was manufactured in aug2015, was not returned to the manufacturer. The reporting consumer did not provide any relatedness for the events with insulin lispro treatment while related them with humapen luxura hd device. Update 24-dec-2020: multiple information received on 23-dec-2020 were combined and processed together. Edit 28dec2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 06jan2021: added UDI number: (B)(4) on the suspect device tab. Update 25jan2021: additional information received on 25jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields / european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4)associated with lot: 1508g05 for humapen luxura hd device. Corresponding fields and narrative updated accordingly.